Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21. Customer's blood glucose was 151 mg/dl. The customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised and explained that the device experienced an unexpected restart. The customer was advised to monitor the pump and call if issue recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.